Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital. -gastroesophageal balloon dilation after anti-reflux procedure was attempted multiple times but did not fully alleviate dysphagia symptoms. -uneventful device explant due to dysphagia on (B)(6) 2015. -device found in correct position/geometry. -patient in satisfactory condition with significant improvement in symptoms after explant.